Event description:
The event was reported to vascutek ltd. As follows: "the graft was implanted in the traditional fashion. When the clamps were removed and blood was allowed the flow through the graft the surgeon found that it was leaking through the wall of the graft. He commented that it was like the graft had no gelatine coating on it and that the blood was leaking through the material."

Manufacturer narrative:
A review of the process and available manufacturing records confirmed that the device was manufactured to its designed specifications. Blushing is a common occurrence with this type of product, however, a complete review of all retained manufacturing records that relate to the affected product, with specific emphasis on porosity testing results has been completed. As no product was returned (product remains in situ), no product investigation can be completed. The review of manufacturing records has confirmed that the product and its associated batch were manufactured to specification. In particular there were no issues with the porosity testing results. There have been no other recorded adverse events from the affected batch ((B)(4)) of 5 units. As no further investigation is possible therefore vascutek consider this case to be closed.